Manufacturer narrative:
The "date of event" has not been provided. This was a car accident and was not product related.

Event description:
Claims was hit by a car from behind and was thrown from the chair.